Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was strong resistance (likely with the anatomy) when attempting to insert the prostyle device. When the tip of the device was advanced about 10 cm, resistance became stronger and the device could not be advanced further. The device was removed from the patient. The physician suspected that there was an issue with the coating of the device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The difficult to insert (vessel) was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The root cause of the reported difficulties could not be determined. The subsequent procedure is related to circumstances of the procedure. Based on the information reviewed, it is possible that the wire used in the procedure was damaged or there was an interaction with patient anatomy that contributed to the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6 medical device problem code 2920 was removed and code 1316 was added.